Event description:
A customer reported an altitude alarm triggered by their pump. The blood glucose level at the time of the event was 257.4 mg/dl, which was within the normal range, so there was no adverse impact to the customer's blood glucose level. The customer's insulin delivery was initially suspended due to the alarm, and various steps were taken, including cleaning the speaker holes and attempting to resume insulin delivery with both the current and a new cartridge. Despite these efforts, the alarm recurred. Ultimately, the pump resumed normal operation after the customer waited two hours, as instructed. The technical support team informed the customer about possible condensation exposure and provided prevention tips, and the customer acknowledged these instructions. A cartridge replacement was also arranged.